Manufacturer narrative:
(B)(4).

Event description:
Received info from the pt that he noticed today he could no longer feel any stimulation in the middle and left side of his head. No accident or incident was responsible for this event. He tried increasing the stimulation to a higher setting but this was not successful. Medtronic representative interrogated the pt's system and found five electrodes with high impedance readings and he was not able to reprogram pt's device to receive effective stimulation. Pt will most likely be scheduled for a revision in the next few weeks. Add'l info has been requested and if received a follow up report will be sent.